Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and missing segments from the insulin pump. The customer's blood glucose was unknown. The customer stated that the screen is starting to look washed out. The customer stated that the top line with the reservoir symbol and the time battery symbol is dark black. The customer stated that parts of the letters and numbers are not showing at all. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. However, all of the buttons are functioning properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No button error alarm during our testing. The insulin pump had normal operating currents and passed the a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.